Manufacturer narrative:
The manufacturer previously reported that a continuous positive airway pressure (CPAP) device's sound abatement foam allegedly became degraded and caused a patient death. The reporter alleged headache and dizziness. The device was returned to the manufacturer quality product investigation laboratory for further investigation. During the initial visual investigation of the exterior of the device, the manufacturer found evidence of light physical damage and minor contamination around the display. The silicone at the air inlet had visible dust contamination. Minor physical damage was observed on the right side (humidifier side). Dust contamination was also visible on the power supply and cable. Internal inspection found dust contamination throughout the device internals. Moderate dust contamination was observed in the blower and on the impeller. The blower box, blower and blower enclosure had evidence of water ingress. The sound abatement foam did not appear to have evidence of degradation and returned to original shape when compressed. Sound abatement foam did have heavier dust contamination than the rest of the device. Many fiber contaminants were observed as well. The manufacturer applied power to the device and found to operate properly. The manufacturer concludes there is no evidence of foam degradation within the device. The presence of dust throughout the entire airpath, especially at the air inlet behind where the filter would sit, suggests the source of contamination is likely external.

Event description:
The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient death. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.